Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the femoral implant was found to have the plastic packaging adhered to the implant. The debris could not be removed, appearing to be melted onto the device. A second implant was used to complete the procedure without further complication.